Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 2 years due to dehiscence. Based on the op report provided, transesophageal echocardiogram revealed severe mitral regurgitation (mr) with 3+ mr with a low ejection fraction in the 25% range. The patient had a totally occluded right coronary artery that was calcified and was certainly not graftable. The patient was referred for mitral valve repair. Upon inspection, the problem seemed to be related to the p3 area of the valve. This was resolved by placing a new edwards annuloplasty ring using interrupted sutures. The patient was easily weaned from bypass and was returned to the ICU in stable condition.

Manufacturer narrative:
(B)(4) - ring dehiscence. Device not returned. Additional manufacturer narrative: dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the explanted annuloplasty ring was not returned for analysis. Therefore, the root cause of this event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Corrected data: information was mistakenly provided from the patient's op report from the implant surgery and not the explant surgery. A copy of the patient's op report for surgery date (B)(6) 2012 was received which supports the original report of dehiscence. It states that the "ring was partially detached on the back wall and that was the problem that was causing the mitral regurgitation." The ring was removed and the patient's mitral valve was replaced with a new edwards bioprosthetic valve. The patient was returned to the ICU in stable condition.